Event description:
On (B)(6) 2011, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing a power issue with his one touch ultra2 meter. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient's wife to obtain and verify information; however, the patient's wife did not want to answer most of the follow up questions. The complaint was classified based on the customer care advocate (cca) documentation and the very limited information provided by the patient's wife. The patient's wife reported that the alleged issue with the subject meter not turning on began on an unspecified day in the year 2010. She stated that he stopped testing his glucose completely since then. The patient's wife reported that he does not take any medications to manage his diabetes and due to the alleged issue he continued with his usual diabetes management. She claimed before the alleged issue started he had been feeling "dizzy" off and on but could not confirm if it was due to his diabetes or something else. Reportedly on an unspecified "evening" of (B)(6) 2011, the patient was taken to the emergency room (ER) where his glucose was tested with an ER meter and an unknown result was obtained and insulin treatment was received. During the initial call with customer service, the agent noted that the patient had been using the correct test strips, there was no information of misuse of the device and the batteries were overdue for replacement but the patient's wife did not have new ones available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims he was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.